Event description:
Cormet revision after 4 years 7 months due to pain.

Manufacturer narrative:
(B)(4) initial report. Device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device mfg records to be reviewed. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However. This event occurred outside of the USA.